Event description:
It was reported that during an laparoscopic prostatectomy procedure, while clipping the vessels the device jaws locked on the vessel with a clip in the jaws. Looking at the applier the jaws are locked shut. There is a clip in the jaws but it is rotated by 90 degrees. The indicator window is still in the white. The clip applier was pulled off the vessel to remove and another device was opened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.